Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2026) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE AUSTRALIAN ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY TOTAL HIP REPLACEMENT PROCEDURES: 1. PRIMARY THA PROCEDURES: - REFLECTION ACETABULAR CUP COMPONENTS: IMPLANTED IN FIFTEEN THOUSAND FOUR HUNDRED AND FIFTY-SIX (15,456) HIPS BETWEEN (B)(6) 2025. THIS TOTAL INCLUDES CUPS APPROVED FOR USE IN THE UNITED STATES UNDER FDA PRODUCT CODES MBL AND MEH. OF THE EIGHT HUNDRED FIFTY-EIGHT (858) REVISION SURGERIES REPORTED FOR THESE IMPLANTS, FOUR HUNDRED SEVENTY-FOUR (474) REVISIONS WERE ASSOCIATED WITH HIPS THAT HAD PREVIOUSLY RECEIVED A REFLECTION ACETABULAR CUP APPROVED UNDER FDA PRODUCT CODE MEH. THE AOANJRR REPORT PROVIDES THE COMPLETE LIST OF REASONS FOR REVISION FOR ALL 858 REVISION CASES BUT DOES NOT DISTINGUISH WHICH REASONS ARE SPECIFICALLY LINKED TO REVISION SURGERIES INVOLVING COMPONENTS APPROVED UNDER FDA PRODUCT CODE MEH. THE REPORTED REASONS FOR REVISION INCLUDE: ONE HUNDRED FIFTY-TWO (152) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWO HUNDRED FORTY-FOUR (244) HIPS DUE TO LOOSENING, ONE HUNDRED THIRTY-FIVE (135) HIPS DUE TO INFECTION, ONE HUNDRED SIXTY-FOUR (164) HIPS DUE TO PROSTHESIS DISLOCATION, SIXTY-NINE (69) HIPS DUE TO LYSIS, NINE (9) HIPS DUE TO PAIN, SEVEN (7) HIPS DUE TO INSTABILITY, SIX (6) HIPS DUE TO LEG LENGTH DISCREPANCY, SIX (6) HIPS DUE TO MALPOSITION, FIVE (5) HIPS DUE TO IMPLANT BREAKAGE ¿ STEM, FOUR (4) HIPS DUE TO METAL RELATED PATHOLOGY, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ ACETABULAR INSERT, FORTY-FOUR (44) HIPS DUE TO WEAR ¿ ACETABULAR INSERT, TWO (2) HIPS DUE TO IMPLANT BREAKAGE ¿ ACETABULAR, THREE (3) HIPS DUE TO INCORRECT SIZING, ONE (1) HIP DUE TO TUMOUR, ONE (1) HIP DUE TO HETEROTOPIC BONE, ONE (1) HIP DUE TO WEAR ¿ ACETABULUM, AND FOUR (4) HIPS DUE TO OTHER-UNSPECIFIED REASONS. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 858 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 474 REVISIONS ASSOCIATED WITH HIPS THAT HAD PREVIOUSLY RECEIVED A REFLECTION ACETABULAR CUP APPROVED UNDER FDA PRODUCT CODE MEH. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 474 CASES. OF THE 474 TOTAL REVISION SURGERIES, 465 WERE PREVIOUSLY SUBMITTED TO FDA AND 9 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE REFLECTION ACETABULAR SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF FIFTEEN THOUSAND FOUR HUNDRED AND FIFTY-SIX (15,456) PRIMARY THA PROCEDURES WITH REFLECTION ACETABULAR CUPS WERE PERFORMED IN AUSTRALIA BETWEEN 02-SEP-1999 AND 28-JAN-2025. WHEN COMPARED TO ALL OTHER THA REPORTED IN THE AOANJRR, REFLECTION SHELLS PERFORMED BETTER ACROSS ALL AVAILABLE FOLLOW-UP YEARS BASED ON THE CUMULATIVE REVISION RATES. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE AUSTRALIAN ORTHOPEDIC ASSOCIATION NATIONAL JOINT REPLACEMENT REGISTRY (AOANJRR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN AUSTRALIA FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY TOTAL HIP REPLACEMENT PROCEDURES: 1. PRIMARY THA PROCEDURES: - REFLECTION ACETABULAR CUP COMPONENTS: IMPLANTED IN FIFTEEN THOUSAND FOUR HUNDRED AND FIFTY-SIX (15,456) HIPS BETWEEN (B)(6) 1999 AND (B)(6) 2025. THIS TOTAL INCLUDES CUPS APPROVED FOR USE IN THE UNITED STATES UNDER FDA PRODUCT CODES MBL AND MEH. OF THE EIGHT HUNDRED FIFTY-EIGHT (858) REVISION SURGERIES REPORTED FOR THESE IMPLANTS, FOUR HUNDRED SEVENTY-FOUR (474) REVISIONS WERE ASSOCIATED WITH HIPS THAT HAD PREVIOUSLY RECEIVED A REFLECTION ACETABULAR CUP APPROVED UNDER FDA PRODUCT CODE MEH. THE AOANJRR REPORT PROVIDES THE COMPLETE LIST OF REASONS FOR REVISION FOR ALL 858 REVISION CASES BUT DOES NOT DISTINGUISH WHICH REASONS ARE SPECIFICALLY LINKED TO REVISION SURGERIES INVOLVING COMPONENTS APPROVED UNDER FDA PRODUCT CODE MEH. THE REPORTED REASONS FOR REVISION INCLUDE: ONE HUNDRED FIFTY-TWO (152) HIPS DUE TO PERIPROSTHETIC FRACTURE, TWO HUNDRED FORTY-FOUR (244) HIPS DUE TO LOOSENING, ONE HUNDRED THIRTY-FIVE (135) HIPS DUE TO INFECTION, ONE HUNDRED SIXTY-FOUR (164) HIPS DUE TO PROSTHESIS DISLOCATION, SIXTY-NINE (69) HIPS DUE TO LYSIS, NINE (9) HIPS DUE TO PAIN, SEVEN (7) HIPS DUE TO INSTABILITY, SIX (6) HIPS DUE TO LEG LENGTH DISCREPANCY, SIX (6) HIPS DUE TO MALPOSITION, FIVE (5) HIPS DUE TO IMPLANT BREAKAGE ¿ STEM, FOUR (4) HIPS DUE TO METAL RELATED PATHOLOGY, ONE (1) HIP DUE TO IMPLANT BREAKAGE ¿ ACETABULAR INSERT, FORTY-FOUR (44) HIPS DUE TO WEAR ¿ ACETABULAR INSERT, TWO (2) HIPS DUE TO IMPLANT BREAKAGE ¿ ACETABULAR, THREE (3) HIPS DUE TO INCORRECT SIZING, ONE (1) HIP DUE TO TUMOUR, ONE (1) HIP DUE TO HETEROTOPIC BONE, ONE (1) HIP DUE TO WEAR ¿ ACETABULUM, AND FOUR (4) HIPS DUE TO OTHER-UNSPECIFIED REASONS. IN CONSIDERATION OF THE ABOVE, THE ANALYSIS CONDUCTED ON THE AOANJRR REGISTRY REPORT ENCOMPASSES ALL 858 REVISION SURGERIES REPORTED FOR THIS PRODUCT FAMILY. HOWEVER, THE .CSV FILE SUBMITTED UNDER THE REQUIREMENTS OF RWD2300584 INCLUDES ONLY 474 REVISIONS ASSOCIATED WITH HIPS THAT HAD PREVIOUSLY RECEIVED A REFLECTION ACETABULAR CUP APPROVED UNDER FDA PRODUCT CODE MEH. DUE TO THE STRUCTURE OF AOANJRR REPORT, IT IS NOT POSSIBLE TO ISOLATE OR ATTRIBUTE SPECIFIC STATISTICAL OUTCOMES OR REASONS FOR REVISION EXCLUSIVELY TO THE SUBSET OF 474 CASES. OF THE 474 TOTAL REVISION SURGERIES, 465 WERE PREVIOUSLY SUBMITTED TO FDA AND 9 NEW REVISIONS WERE IDENTIFIED DURING THIS REPORTING QUARTER.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00279561-1-L466,,7/2/2026,5/19/2026,REFLECTION Acetabular Cup System,REFLECTION NO HOLE HA ACETABULAR SHELL SZ 50MM,71334250,,71334250,,03596010452795,K990666,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures between 02-Sep-1999 and 28-Jan-2025, using a REFLECTION Acetabular cup. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual cup reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures using a REFLECTION Acetabular cup between 02-Sep-1999 and 28-Jan-2025. This total includes cups approved for use in the United States under FDA product codes MBL and MEH. Of the eight hundred fifty-eight (858) revision surgeries reported for these implants, four hundred seventy-four (474) revisions were associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH.;The AOANJRR report provides the complete list of reasons for revision for all 858 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code MEH. The reported reasons for revision include: one hundred fifty-two (152) hips due to periprosthetic fracture, two hundred forty-four (244) hips due to loosening, one hundred thirty-five (135) hips due to infection, one hundred sixty-four (164) hips due to prosthesis dislocation, sixty-nine (69) hips due to lysis, nine (9) hips due to pain, seven (7) hips due to instability, six (6) hips due to leg length discrepancy, six (6) hips due to malposition, five (5) hips due to implant breakage ¿ stem, four (4) hips due to metal related pathology, one (1) hip due to implant breakage ¿ acetabular insert, forty-four (44) hips due to wear ¿ acetabular insert, two (2) hips due to implant breakage ¿ acetabular, three (3) hips due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to heterotopic bone, one (1) hip due to wear ¿ acetabulum, and four (4) hips due to other-unspecified reasons.; ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 858 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 474 revisions associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 474 cases. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifteen thousand four hundred and fifty-six (15,456) primary THA procedures with REFLECTION Acetabular cups were performed in Australia between 02-Sep-1999 and 28-Jan-2025. When compared to all other THA reported in the AOANJRR, REFLECTION Shells performed better across all available follow-up years based on the cumulative revision rates. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.3% (1.1%-1.5%) vs 1.8% (1.7%-1.8%) of the class.;-At 2nd postoperative year: 1.7% (1.5%-1.9%) vs 2.2% (2.2%-2.3%) of the class.;-At 3rd postoperative year: 1.9% (1.7%-2.2%) vs 2.6% (2.5%-2.6%) of the class.;-At 4th postoperative year: 2.2% (2.0%-2.4%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 2.4% (2.2%-2.6%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 2.7% (2.4%-3.0%) vs 3.5% (3.4%-3.5%) of the class.;-At 7th postoperative year: 2.9% (2.7%-3.2%) vs 3.8% (3.7%-3.8%) of the class.;-At 8th postoperative year: 3.2% (3.0%-3.5%) vs 4.1% (4.0%-4.1%) of the class.;-At 9th postoperative year: 3.7% (3.4%-4.0%) vs 4.4% (4.4%-4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%-4.4%) vs 4.8% (4.7%-4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%-4.8%) vs 5.1% (5.1%-5.2%) of the class.;-At 12th postoperative year: 4.9% (4.6%-5.3%) vs 5.5% (5.5%-5.6%) of the class.;-At 13th postoperative year: 5.3% (5.0%-5.8%) vs 5.9% (5.9%-6.0%) of the class.;-At 14th postoperative year: 5.8% (5.3%-6.2%) vs 6.4% (6.3%-6.4%) of the class.;-At 15th postoperative year: 6.2% (5.7%-6.6%) vs 6.8% (6.7%-6.9%) of the class.;-At 16th postoperative year: 6.6% (6.2%-7.1%) vs 7.3% (7.2%-7.4%) of the class.;-At 17th postoperative year: 7.1% (6.6%-7.6%) vs 7.8% (7.7%-7.9%) of the class.;-At 18th postoperative year: 7.5% (7.0%-8.1%) vs 8.2% (8.1%-8.4%) of the class.;-At 19th postoperative year: 8.0% (7.4%-8.6%) vs 8.7% (8.6%-8.9%) of the class.;-At 20th postoperative year: 8.3% (7.7%-9.0%) vs 9.2% (9.1%-9.4%) of the class.;-At 21st postoperative year: 9.0% (8.3%-9.7%) vs 9.7% (9.5%-9.9%) of the class.;-At 22nd postoperative year: 9.7% (8.8%-10.5%) vs 10.2% (10.0%-10.4%) of the class.;-At 23rd postoperative year: 9.9% (9.0%-10.9%) vs 10.6% (10.4%-10.9%) of the class.;-At 24th postoperative year: 9.9% (9.0%-10.9%) vs 11.2% (10.9%-11.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. These liners have been phased out and are no longer marketed. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279561-1-L467,,7/2/2026,5/19/2026,REFLECTION Acetabular Cup System,REFLECTION NO HOLE HA ACETABULAR SHELL SZ 50MM,71334250,,71334250,,03596010452795,K990666,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures between 02-Sep-1999 and 28-Jan-2025, using a REFLECTION Acetabular cup. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual cup reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures using a REFLECTION Acetabular cup between 02-Sep-1999 and 28-Jan-2025. This total includes cups approved for use in the United States under FDA product codes MBL and MEH. Of the eight hundred fifty-eight (858) revision surgeries reported for these implants, four hundred seventy-four (474) revisions were associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH.;The AOANJRR report provides the complete list of reasons for revision for all 858 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code MEH. The reported reasons for revision include: one hundred fifty-two (152) hips due to periprosthetic fracture, two hundred forty-four (244) hips due to loosening, one hundred thirty-five (135) hips due to infection, one hundred sixty-four (164) hips due to prosthesis dislocation, sixty-nine (69) hips due to lysis, nine (9) hips due to pain, seven (7) hips due to instability, six (6) hips due to leg length discrepancy, six (6) hips due to malposition, five (5) hips due to implant breakage ¿ stem, four (4) hips due to metal related pathology, one (1) hip due to implant breakage ¿ acetabular insert, forty-four (44) hips due to wear ¿ acetabular insert, two (2) hips due to implant breakage ¿ acetabular, three (3) hips due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to heterotopic bone, one (1) hip due to wear ¿ acetabulum, and four (4) hips due to other-unspecified reasons.; ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 858 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 474 revisions associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 474 cases. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifteen thousand four hundred and fifty-six (15,456) primary THA procedures with REFLECTION Acetabular cups were performed in Australia between 02-Sep-1999 and 28-Jan-2025. When compared to all other THA reported in the AOANJRR, REFLECTION Shells performed better across all available follow-up years based on the cumulative revision rates. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.3% (1.1%-1.5%) vs 1.8% (1.7%-1.8%) of the class.;-At 2nd postoperative year: 1.7% (1.5%-1.9%) vs 2.2% (2.2%-2.3%) of the class.;-At 3rd postoperative year: 1.9% (1.7%-2.2%) vs 2.6% (2.5%-2.6%) of the class.;-At 4th postoperative year: 2.2% (2.0%-2.4%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 2.4% (2.2%-2.6%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 2.7% (2.4%-3.0%) vs 3.5% (3.4%-3.5%) of the class.;-At 7th postoperative year: 2.9% (2.7%-3.2%) vs 3.8% (3.7%-3.8%) of the class.;-At 8th postoperative year: 3.2% (3.0%-3.5%) vs 4.1% (4.0%-4.1%) of the class.;-At 9th postoperative year: 3.7% (3.4%-4.0%) vs 4.4% (4.4%-4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%-4.4%) vs 4.8% (4.7%-4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%-4.8%) vs 5.1% (5.1%-5.2%) of the class.;-At 12th postoperative year: 4.9% (4.6%-5.3%) vs 5.5% (5.5%-5.6%) of the class.;-At 13th postoperative year: 5.3% (5.0%-5.8%) vs 5.9% (5.9%-6.0%) of the class.;-At 14th postoperative year: 5.8% (5.3%-6.2%) vs 6.4% (6.3%-6.4%) of the class.;-At 15th postoperative year: 6.2% (5.7%-6.6%) vs 6.8% (6.7%-6.9%) of the class.;-At 16th postoperative year: 6.6% (6.2%-7.1%) vs 7.3% (7.2%-7.4%) of the class.;-At 17th postoperative year: 7.1% (6.6%-7.6%) vs 7.8% (7.7%-7.9%) of the class.;-At 18th postoperative year: 7.5% (7.0%-8.1%) vs 8.2% (8.1%-8.4%) of the class.;-At 19th postoperative year: 8.0% (7.4%-8.6%) vs 8.7% (8.6%-8.9%) of the class.;-At 20th postoperative year: 8.3% (7.7%-9.0%) vs 9.2% (9.1%-9.4%) of the class.;-At 21st postoperative year: 9.0% (8.3%-9.7%) vs 9.7% (9.5%-9.9%) of the class.;-At 22nd postoperative year: 9.7% (8.8%-10.5%) vs 10.2% (10.0%-10.4%) of the class.;-At 23rd postoperative year: 9.9% (9.0%-10.9%) vs 10.6% (10.4%-10.9%) of the class.;-At 24th postoperative year: 9.9% (9.0%-10.9%) vs 11.2% (10.9%-11.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. These liners have been phased out and are no longer marketed. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279561-1-L468,,7/2/2026,5/19/2026,REFLECTION Acetabular Cup System,REFLECTION NO HOLE HA ACETABULAR SHELL SIZE 52MM,71334252,,71334252,,03596010452801,K990666,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures between 02-Sep-1999 and 28-Jan-2025, using a REFLECTION Acetabular cup. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual cup reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures using a REFLECTION Acetabular cup between 02-Sep-1999 and 28-Jan-2025. This total includes cups approved for use in the United States under FDA product codes MBL and MEH. Of the eight hundred fifty-eight (858) revision surgeries reported for these implants, four hundred seventy-four (474) revisions were associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH.;The AOANJRR report provides the complete list of reasons for revision for all 858 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code MEH. The reported reasons for revision include: one hundred fifty-two (152) hips due to periprosthetic fracture, two hundred forty-four (244) hips due to loosening, one hundred thirty-five (135) hips due to infection, one hundred sixty-four (164) hips due to prosthesis dislocation, sixty-nine (69) hips due to lysis, nine (9) hips due to pain, seven (7) hips due to instability, six (6) hips due to leg length discrepancy, six (6) hips due to malposition, five (5) hips due to implant breakage ¿ stem, four (4) hips due to metal related pathology, one (1) hip due to implant breakage ¿ acetabular insert, forty-four (44) hips due to wear ¿ acetabular insert, two (2) hips due to implant breakage ¿ acetabular, three (3) hips due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to heterotopic bone, one (1) hip due to wear ¿ acetabulum, and four (4) hips due to other-unspecified reasons.; ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 858 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 474 revisions associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 474 cases. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifteen thousand four hundred and fifty-six (15,456) primary THA procedures with REFLECTION Acetabular cups were performed in Australia between 02-Sep-1999 and 28-Jan-2025. When compared to all other THA reported in the AOANJRR, REFLECTION Shells performed better across all available follow-up years based on the cumulative revision rates. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.3% (1.1%-1.5%) vs 1.8% (1.7%-1.8%) of the class.;-At 2nd postoperative year: 1.7% (1.5%-1.9%) vs 2.2% (2.2%-2.3%) of the class.;-At 3rd postoperative year: 1.9% (1.7%-2.2%) vs 2.6% (2.5%-2.6%) of the class.;-At 4th postoperative year: 2.2% (2.0%-2.4%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 2.4% (2.2%-2.6%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 2.7% (2.4%-3.0%) vs 3.5% (3.4%-3.5%) of the class.;-At 7th postoperative year: 2.9% (2.7%-3.2%) vs 3.8% (3.7%-3.8%) of the class.;-At 8th postoperative year: 3.2% (3.0%-3.5%) vs 4.1% (4.0%-4.1%) of the class.;-At 9th postoperative year: 3.7% (3.4%-4.0%) vs 4.4% (4.4%-4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%-4.4%) vs 4.8% (4.7%-4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%-4.8%) vs 5.1% (5.1%-5.2%) of the class.;-At 12th postoperative year: 4.9% (4.6%-5.3%) vs 5.5% (5.5%-5.6%) of the class.;-At 13th postoperative year: 5.3% (5.0%-5.8%) vs 5.9% (5.9%-6.0%) of the class.;-At 14th postoperative year: 5.8% (5.3%-6.2%) vs 6.4% (6.3%-6.4%) of the class.;-At 15th postoperative year: 6.2% (5.7%-6.6%) vs 6.8% (6.7%-6.9%) of the class.;-At 16th postoperative year: 6.6% (6.2%-7.1%) vs 7.3% (7.2%-7.4%) of the class.;-At 17th postoperative year: 7.1% (6.6%-7.6%) vs 7.8% (7.7%-7.9%) of the class.;-At 18th postoperative year: 7.5% (7.0%-8.1%) vs 8.2% (8.1%-8.4%) of the class.;-At 19th postoperative year: 8.0% (7.4%-8.6%) vs 8.7% (8.6%-8.9%) of the class.;-At 20th postoperative year: 8.3% (7.7%-9.0%) vs 9.2% (9.1%-9.4%) of the class.;-At 21st postoperative year: 9.0% (8.3%-9.7%) vs 9.7% (9.5%-9.9%) of the class.;-At 22nd postoperative year: 9.7% (8.8%-10.5%) vs 10.2% (10.0%-10.4%) of the class.;-At 23rd postoperative year: 9.9% (9.0%-10.9%) vs 10.6% (10.4%-10.9%) of the class.;-At 24th postoperative year: 9.9% (9.0%-10.9%) vs 11.2% (10.9%-11.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. These liners have been phased out and are no longer marketed. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279561-1-L469,,7/2/2026,5/19/2026,REFLECTION Acetabular Cup System,REFLECTION NO HOLE HA ACETABULAR SHELL SIZE 62MM,71334262,,71334262,,03596010452856,K990666,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures between 02-Sep-1999 and 28-Jan-2025, using a REFLECTION Acetabular cup. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual cup reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures using a REFLECTION Acetabular cup between 02-Sep-1999 and 28-Jan-2025. This total includes cups approved for use in the United States under FDA product codes MBL and MEH. Of the eight hundred fifty-eight (858) revision surgeries reported for these implants, four hundred seventy-four (474) revisions were associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH.;The AOANJRR report provides the complete list of reasons for revision for all 858 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code MEH. The reported reasons for revision include: one hundred fifty-two (152) hips due to periprosthetic fracture, two hundred forty-four (244) hips due to loosening, one hundred thirty-five (135) hips due to infection, one hundred sixty-four (164) hips due to prosthesis dislocation, sixty-nine (69) hips due to lysis, nine (9) hips due to pain, seven (7) hips due to instability, six (6) hips due to leg length discrepancy, six (6) hips due to malposition, five (5) hips due to implant breakage ¿ stem, four (4) hips due to metal related pathology, one (1) hip due to implant breakage ¿ acetabular insert, forty-four (44) hips due to wear ¿ acetabular insert, two (2) hips due to implant breakage ¿ acetabular, three (3) hips due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to heterotopic bone, one (1) hip due to wear ¿ acetabulum, and four (4) hips due to other-unspecified reasons.; ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 858 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 474 revisions associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 474 cases. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifteen thousand four hundred and fifty-six (15,456) primary THA procedures with REFLECTION Acetabular cups were performed in Australia between 02-Sep-1999 and 28-Jan-2025. When compared to all other THA reported in the AOANJRR, REFLECTION Shells performed better across all available follow-up years based on the cumulative revision rates. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.3% (1.1%-1.5%) vs 1.8% (1.7%-1.8%) of the class.;-At 2nd postoperative year: 1.7% (1.5%-1.9%) vs 2.2% (2.2%-2.3%) of the class.;-At 3rd postoperative year: 1.9% (1.7%-2.2%) vs 2.6% (2.5%-2.6%) of the class.;-At 4th postoperative year: 2.2% (2.0%-2.4%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 2.4% (2.2%-2.6%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 2.7% (2.4%-3.0%) vs 3.5% (3.4%-3.5%) of the class.;-At 7th postoperative year: 2.9% (2.7%-3.2%) vs 3.8% (3.7%-3.8%) of the class.;-At 8th postoperative year: 3.2% (3.0%-3.5%) vs 4.1% (4.0%-4.1%) of the class.;-At 9th postoperative year: 3.7% (3.4%-4.0%) vs 4.4% (4.4%-4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%-4.4%) vs 4.8% (4.7%-4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%-4.8%) vs 5.1% (5.1%-5.2%) of the class.;-At 12th postoperative year: 4.9% (4.6%-5.3%) vs 5.5% (5.5%-5.6%) of the class.;-At 13th postoperative year: 5.3% (5.0%-5.8%) vs 5.9% (5.9%-6.0%) of the class.;-At 14th postoperative year: 5.8% (5.3%-6.2%) vs 6.4% (6.3%-6.4%) of the class.;-At 15th postoperative year: 6.2% (5.7%-6.6%) vs 6.8% (6.7%-6.9%) of the class.;-At 16th postoperative year: 6.6% (6.2%-7.1%) vs 7.3% (7.2%-7.4%) of the class.;-At 17th postoperative year: 7.1% (6.6%-7.6%) vs 7.8% (7.7%-7.9%) of the class.;-At 18th postoperative year: 7.5% (7.0%-8.1%) vs 8.2% (8.1%-8.4%) of the class.;-At 19th postoperative year: 8.0% (7.4%-8.6%) vs 8.7% (8.6%-8.9%) of the class.;-At 20th postoperative year: 8.3% (7.7%-9.0%) vs 9.2% (9.1%-9.4%) of the class.;-At 21st postoperative year: 9.0% (8.3%-9.7%) vs 9.7% (9.5%-9.9%) of the class.;-At 22nd postoperative year: 9.7% (8.8%-10.5%) vs 10.2% (10.0%-10.4%) of the class.;-At 23rd postoperative year: 9.9% (9.0%-10.9%) vs 10.6% (10.4%-10.9%) of the class.;-At 24th postoperative year: 9.9% (9.0%-10.9%) vs 11.2% (10.9%-11.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. These liners have been phased out and are no longer marketed. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279561-1-L470,,7/2/2026,5/19/2026,REFLECTION Acetabular Cup System,REFLECTION HA THREE HOLE SHELL SIZE 48MM,71336248,,71336248,,03596010452702,K211176,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures between 02-Sep-1999 and 28-Jan-2025, using a REFLECTION Acetabular cup. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual cup reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures using a REFLECTION Acetabular cup between 02-Sep-1999 and 28-Jan-2025. This total includes cups approved for use in the United States under FDA product codes MBL and MEH. Of the eight hundred fifty-eight (858) revision surgeries reported for these implants, four hundred seventy-four (474) revisions were associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH.;The AOANJRR report provides the complete list of reasons for revision for all 858 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code MEH. The reported reasons for revision include: one hundred fifty-two (152) hips due to periprosthetic fracture, two hundred forty-four (244) hips due to loosening, one hundred thirty-five (135) hips due to infection, one hundred sixty-four (164) hips due to prosthesis dislocation, sixty-nine (69) hips due to lysis, nine (9) hips due to pain, seven (7) hips due to instability, six (6) hips due to leg length discrepancy, six (6) hips due to malposition, five (5) hips due to implant breakage ¿ stem, four (4) hips due to metal related pathology, one (1) hip due to implant breakage ¿ acetabular insert, forty-four (44) hips due to wear ¿ acetabular insert, two (2) hips due to implant breakage ¿ acetabular, three (3) hips due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to heterotopic bone, one (1) hip due to wear ¿ acetabulum, and four (4) hips due to other-unspecified reasons.; ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 858 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 474 revisions associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 474 cases. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifteen thousand four hundred and fifty-six (15,456) primary THA procedures with REFLECTION Acetabular cups were performed in Australia between 02-Sep-1999 and 28-Jan-2025. When compared to all other THA reported in the AOANJRR, REFLECTION Shells performed better across all available follow-up years based on the cumulative revision rates. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.3% (1.1%-1.5%) vs 1.8% (1.7%-1.8%) of the class.;-At 2nd postoperative year: 1.7% (1.5%-1.9%) vs 2.2% (2.2%-2.3%) of the class.;-At 3rd postoperative year: 1.9% (1.7%-2.2%) vs 2.6% (2.5%-2.6%) of the class.;-At 4th postoperative year: 2.2% (2.0%-2.4%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 2.4% (2.2%-2.6%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 2.7% (2.4%-3.0%) vs 3.5% (3.4%-3.5%) of the class.;-At 7th postoperative year: 2.9% (2.7%-3.2%) vs 3.8% (3.7%-3.8%) of the class.;-At 8th postoperative year: 3.2% (3.0%-3.5%) vs 4.1% (4.0%-4.1%) of the class.;-At 9th postoperative year: 3.7% (3.4%-4.0%) vs 4.4% (4.4%-4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%-4.4%) vs 4.8% (4.7%-4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%-4.8%) vs 5.1% (5.1%-5.2%) of the class.;-At 12th postoperative year: 4.9% (4.6%-5.3%) vs 5.5% (5.5%-5.6%) of the class.;-At 13th postoperative year: 5.3% (5.0%-5.8%) vs 5.9% (5.9%-6.0%) of the class.;-At 14th postoperative year: 5.8% (5.3%-6.2%) vs 6.4% (6.3%-6.4%) of the class.;-At 15th postoperative year: 6.2% (5.7%-6.6%) vs 6.8% (6.7%-6.9%) of the class.;-At 16th postoperative year: 6.6% (6.2%-7.1%) vs 7.3% (7.2%-7.4%) of the class.;-At 17th postoperative year: 7.1% (6.6%-7.6%) vs 7.8% (7.7%-7.9%) of the class.;-At 18th postoperative year: 7.5% (7.0%-8.1%) vs 8.2% (8.1%-8.4%) of the class.;-At 19th postoperative year: 8.0% (7.4%-8.6%) vs 8.7% (8.6%-8.9%) of the class.;-At 20th postoperative year: 8.3% (7.7%-9.0%) vs 9.2% (9.1%-9.4%) of the class.;-At 21st postoperative year: 9.0% (8.3%-9.7%) vs 9.7% (9.5%-9.9%) of the class.;-At 22nd postoperative year: 9.7% (8.8%-10.5%) vs 10.2% (10.0%-10.4%) of the class.;-At 23rd postoperative year: 9.9% (9.0%-10.9%) vs 10.6% (10.4%-10.9%) of the class.;-At 24th postoperative year: 9.9% (9.0%-10.9%) vs 11.2% (10.9%-11.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. These liners have been phased out and are no longer marketed. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279561-1-L471,,7/2/2026,5/19/2026,REFLECTION Acetabular Cup System,REFLECTION HA THREE HOLE SHELL SIZE 50MM,71336250,,71336250,,03596010452719,K990666,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures between 02-Sep-1999 and 28-Jan-2025, using a REFLECTION Acetabular cup. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual cup reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures using a REFLECTION Acetabular cup between 02-Sep-1999 and 28-Jan-2025. This total includes cups approved for use in the United States under FDA product codes MBL and MEH. Of the eight hundred fifty-eight (858) revision surgeries reported for these implants, four hundred seventy-four (474) revisions were associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH.;The AOANJRR report provides the complete list of reasons for revision for all 858 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code MEH. The reported reasons for revision include: one hundred fifty-two (152) hips due to periprosthetic fracture, two hundred forty-four (244) hips due to loosening, one hundred thirty-five (135) hips due to infection, one hundred sixty-four (164) hips due to prosthesis dislocation, sixty-nine (69) hips due to lysis, nine (9) hips due to pain, seven (7) hips due to instability, six (6) hips due to leg length discrepancy, six (6) hips due to malposition, five (5) hips due to implant breakage ¿ stem, four (4) hips due to metal related pathology, one (1) hip due to implant breakage ¿ acetabular insert, forty-four (44) hips due to wear ¿ acetabular insert, two (2) hips due to implant breakage ¿ acetabular, three (3) hips due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to heterotopic bone, one (1) hip due to wear ¿ acetabulum, and four (4) hips due to other-unspecified reasons.; ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 858 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 474 revisions associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 474 cases. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifteen thousand four hundred and fifty-six (15,456) primary THA procedures with REFLECTION Acetabular cups were performed in Australia between 02-Sep-1999 and 28-Jan-2025. When compared to all other THA reported in the AOANJRR, REFLECTION Shells performed better across all available follow-up years based on the cumulative revision rates. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.3% (1.1%-1.5%) vs 1.8% (1.7%-1.8%) of the class.;-At 2nd postoperative year: 1.7% (1.5%-1.9%) vs 2.2% (2.2%-2.3%) of the class.;-At 3rd postoperative year: 1.9% (1.7%-2.2%) vs 2.6% (2.5%-2.6%) of the class.;-At 4th postoperative year: 2.2% (2.0%-2.4%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 2.4% (2.2%-2.6%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 2.7% (2.4%-3.0%) vs 3.5% (3.4%-3.5%) of the class.;-At 7th postoperative year: 2.9% (2.7%-3.2%) vs 3.8% (3.7%-3.8%) of the class.;-At 8th postoperative year: 3.2% (3.0%-3.5%) vs 4.1% (4.0%-4.1%) of the class.;-At 9th postoperative year: 3.7% (3.4%-4.0%) vs 4.4% (4.4%-4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%-4.4%) vs 4.8% (4.7%-4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%-4.8%) vs 5.1% (5.1%-5.2%) of the class.;-At 12th postoperative year: 4.9% (4.6%-5.3%) vs 5.5% (5.5%-5.6%) of the class.;-At 13th postoperative year: 5.3% (5.0%-5.8%) vs 5.9% (5.9%-6.0%) of the class.;-At 14th postoperative year: 5.8% (5.3%-6.2%) vs 6.4% (6.3%-6.4%) of the class.;-At 15th postoperative year: 6.2% (5.7%-6.6%) vs 6.8% (6.7%-6.9%) of the class.;-At 16th postoperative year: 6.6% (6.2%-7.1%) vs 7.3% (7.2%-7.4%) of the class.;-At 17th postoperative year: 7.1% (6.6%-7.6%) vs 7.8% (7.7%-7.9%) of the class.;-At 18th postoperative year: 7.5% (7.0%-8.1%) vs 8.2% (8.1%-8.4%) of the class.;-At 19th postoperative year: 8.0% (7.4%-8.6%) vs 8.7% (8.6%-8.9%) of the class.;-At 20th postoperative year: 8.3% (7.7%-9.0%) vs 9.2% (9.1%-9.4%) of the class.;-At 21st postoperative year: 9.0% (8.3%-9.7%) vs 9.7% (9.5%-9.9%) of the class.;-At 22nd postoperative year: 9.7% (8.8%-10.5%) vs 10.2% (10.0%-10.4%) of the class.;-At 23rd postoperative year: 9.9% (9.0%-10.9%) vs 10.6% (10.4%-10.9%) of the class.;-At 24th postoperative year: 9.9% (9.0%-10.9%) vs 11.2% (10.9%-11.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. These liners have been phased out and are no longer marketed. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279561-1-L472,,7/2/2026,5/19/2026,REFLECTION Acetabular Cup System,REFLECTION HA THREE HOLE SHELL SIZE 52MM,71336252,,71336252,,03596010452726,K990666,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures between 02-Sep-1999 and 28-Jan-2025, using a REFLECTION Acetabular cup. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual cup reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures using a REFLECTION Acetabular cup between 02-Sep-1999 and 28-Jan-2025. This total includes cups approved for use in the United States under FDA product codes MBL and MEH. Of the eight hundred fifty-eight (858) revision surgeries reported for these implants, four hundred seventy-four (474) revisions were associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH.;The AOANJRR report provides the complete list of reasons for revision for all 858 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code MEH. The reported reasons for revision include: one hundred fifty-two (152) hips due to periprosthetic fracture, two hundred forty-four (244) hips due to loosening, one hundred thirty-five (135) hips due to infection, one hundred sixty-four (164) hips due to prosthesis dislocation, sixty-nine (69) hips due to lysis, nine (9) hips due to pain, seven (7) hips due to instability, six (6) hips due to leg length discrepancy, six (6) hips due to malposition, five (5) hips due to implant breakage ¿ stem, four (4) hips due to metal related pathology, one (1) hip due to implant breakage ¿ acetabular insert, forty-four (44) hips due to wear ¿ acetabular insert, two (2) hips due to implant breakage ¿ acetabular, three (3) hips due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to heterotopic bone, one (1) hip due to wear ¿ acetabulum, and four (4) hips due to other-unspecified reasons.; ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 858 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 474 revisions associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 474 cases. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifteen thousand four hundred and fifty-six (15,456) primary THA procedures with REFLECTION Acetabular cups were performed in Australia between 02-Sep-1999 and 28-Jan-2025. When compared to all other THA reported in the AOANJRR, REFLECTION Shells performed better across all available follow-up years based on the cumulative revision rates. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.3% (1.1%-1.5%) vs 1.8% (1.7%-1.8%) of the class.;-At 2nd postoperative year: 1.7% (1.5%-1.9%) vs 2.2% (2.2%-2.3%) of the class.;-At 3rd postoperative year: 1.9% (1.7%-2.2%) vs 2.6% (2.5%-2.6%) of the class.;-At 4th postoperative year: 2.2% (2.0%-2.4%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 2.4% (2.2%-2.6%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 2.7% (2.4%-3.0%) vs 3.5% (3.4%-3.5%) of the class.;-At 7th postoperative year: 2.9% (2.7%-3.2%) vs 3.8% (3.7%-3.8%) of the class.;-At 8th postoperative year: 3.2% (3.0%-3.5%) vs 4.1% (4.0%-4.1%) of the class.;-At 9th postoperative year: 3.7% (3.4%-4.0%) vs 4.4% (4.4%-4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%-4.4%) vs 4.8% (4.7%-4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%-4.8%) vs 5.1% (5.1%-5.2%) of the class.;-At 12th postoperative year: 4.9% (4.6%-5.3%) vs 5.5% (5.5%-5.6%) of the class.;-At 13th postoperative year: 5.3% (5.0%-5.8%) vs 5.9% (5.9%-6.0%) of the class.;-At 14th postoperative year: 5.8% (5.3%-6.2%) vs 6.4% (6.3%-6.4%) of the class.;-At 15th postoperative year: 6.2% (5.7%-6.6%) vs 6.8% (6.7%-6.9%) of the class.;-At 16th postoperative year: 6.6% (6.2%-7.1%) vs 7.3% (7.2%-7.4%) of the class.;-At 17th postoperative year: 7.1% (6.6%-7.6%) vs 7.8% (7.7%-7.9%) of the class.;-At 18th postoperative year: 7.5% (7.0%-8.1%) vs 8.2% (8.1%-8.4%) of the class.;-At 19th postoperative year: 8.0% (7.4%-8.6%) vs 8.7% (8.6%-8.9%) of the class.;-At 20th postoperative year: 8.3% (7.7%-9.0%) vs 9.2% (9.1%-9.4%) of the class.;-At 21st postoperative year: 9.0% (8.3%-9.7%) vs 9.7% (9.5%-9.9%) of the class.;-At 22nd postoperative year: 9.7% (8.8%-10.5%) vs 10.2% (10.0%-10.4%) of the class.;-At 23rd postoperative year: 9.9% (9.0%-10.9%) vs 10.6% (10.4%-10.9%) of the class.;-At 24th postoperative year: 9.9% (9.0%-10.9%) vs 11.2% (10.9%-11.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. These liners have been phased out and are no longer marketed. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279561-1-L473,,7/2/2026,5/19/2026,REFLECTION Acetabular Cup System,REFLECTION HA THREE HOLE SHELL SIZE 54MM,71336254,,71336254,,03596010452733,K990666,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures between 02-Sep-1999 and 28-Jan-2025, using a REFLECTION Acetabular cup. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual cup reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures using a REFLECTION Acetabular cup between 02-Sep-1999 and 28-Jan-2025. This total includes cups approved for use in the United States under FDA product codes MBL and MEH. Of the eight hundred fifty-eight (858) revision surgeries reported for these implants, four hundred seventy-four (474) revisions were associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH.;The AOANJRR report provides the complete list of reasons for revision for all 858 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code MEH. The reported reasons for revision include: one hundred fifty-two (152) hips due to periprosthetic fracture, two hundred forty-four (244) hips due to loosening, one hundred thirty-five (135) hips due to infection, one hundred sixty-four (164) hips due to prosthesis dislocation, sixty-nine (69) hips due to lysis, nine (9) hips due to pain, seven (7) hips due to instability, six (6) hips due to leg length discrepancy, six (6) hips due to malposition, five (5) hips due to implant breakage ¿ stem, four (4) hips due to metal related pathology, one (1) hip due to implant breakage ¿ acetabular insert, forty-four (44) hips due to wear ¿ acetabular insert, two (2) hips due to implant breakage ¿ acetabular, three (3) hips due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to heterotopic bone, one (1) hip due to wear ¿ acetabulum, and four (4) hips due to other-unspecified reasons.; ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 858 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 474 revisions associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 474 cases. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifteen thousand four hundred and fifty-six (15,456) primary THA procedures with REFLECTION Acetabular cups were performed in Australia between 02-Sep-1999 and 28-Jan-2025. When compared to all other THA reported in the AOANJRR, REFLECTION Shells performed better across all available follow-up years based on the cumulative revision rates. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.3% (1.1%-1.5%) vs 1.8% (1.7%-1.8%) of the class.;-At 2nd postoperative year: 1.7% (1.5%-1.9%) vs 2.2% (2.2%-2.3%) of the class.;-At 3rd postoperative year: 1.9% (1.7%-2.2%) vs 2.6% (2.5%-2.6%) of the class.;-At 4th postoperative year: 2.2% (2.0%-2.4%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 2.4% (2.2%-2.6%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 2.7% (2.4%-3.0%) vs 3.5% (3.4%-3.5%) of the class.;-At 7th postoperative year: 2.9% (2.7%-3.2%) vs 3.8% (3.7%-3.8%) of the class.;-At 8th postoperative year: 3.2% (3.0%-3.5%) vs 4.1% (4.0%-4.1%) of the class.;-At 9th postoperative year: 3.7% (3.4%-4.0%) vs 4.4% (4.4%-4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%-4.4%) vs 4.8% (4.7%-4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%-4.8%) vs 5.1% (5.1%-5.2%) of the class.;-At 12th postoperative year: 4.9% (4.6%-5.3%) vs 5.5% (5.5%-5.6%) of the class.;-At 13th postoperative year: 5.3% (5.0%-5.8%) vs 5.9% (5.9%-6.0%) of the class.;-At 14th postoperative year: 5.8% (5.3%-6.2%) vs 6.4% (6.3%-6.4%) of the class.;-At 15th postoperative year: 6.2% (5.7%-6.6%) vs 6.8% (6.7%-6.9%) of the class.;-At 16th postoperative year: 6.6% (6.2%-7.1%) vs 7.3% (7.2%-7.4%) of the class.;-At 17th postoperative year: 7.1% (6.6%-7.6%) vs 7.8% (7.7%-7.9%) of the class.;-At 18th postoperative year: 7.5% (7.0%-8.1%) vs 8.2% (8.1%-8.4%) of the class.;-At 19th postoperative year: 8.0% (7.4%-8.6%) vs 8.7% (8.6%-8.9%) of the class.;-At 20th postoperative year: 8.3% (7.7%-9.0%) vs 9.2% (9.1%-9.4%) of the class.;-At 21st postoperative year: 9.0% (8.3%-9.7%) vs 9.7% (9.5%-9.9%) of the class.;-At 22nd postoperative year: 9.7% (8.8%-10.5%) vs 10.2% (10.0%-10.4%) of the class.;-At 23rd postoperative year: 9.9% (9.0%-10.9%) vs 10.6% (10.4%-10.9%) of the class.;-At 24th postoperative year: 9.9% (9.0%-10.9%) vs 11.2% (10.9%-11.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. These liners have been phased out and are no longer marketed. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00279561-1-L474,,7/2/2026,5/19/2026,REFLECTION Acetabular Cup System,REFLECTION HA THREE HOLE SHELL SIZE 54MM,71336254,,71336254,,03596010452733,K990666,,IN,"It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures between 02-Sep-1999 and 28-Jan-2025, using a REFLECTION Acetabular cup. From these, one (1) hip was later revised due to unknown reasons. Based on the stratification used by the AOANJRR, no specific reason for revision can be definitively linked to the individual cup reported through this line item.","Reporting Quarter: 2 (April 1 - June 30, 2026);;Summary of adverse events: It was reported that, in the Australia Orthopedic Association National Joint Replacement Registry (AOANJRR) from Australia, a total of fifteen thousand four hundred and fifty-six (15,456) hips underwent primary THA procedures using a REFLECTION Acetabular cup between 02-Sep-1999 and 28-Jan-2025. This total includes cups approved for use in the United States under FDA product codes MBL and MEH. Of the eight hundred fifty-eight (858) revision surgeries reported for these implants, four hundred seventy-four (474) revisions were associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH.;The AOANJRR report provides the complete list of reasons for revision for all 858 revision cases but does not distinguish which reasons are specifically linked to revision surgeries involving components approved under FDA product code MEH. The reported reasons for revision include: one hundred fifty-two (152) hips due to periprosthetic fracture, two hundred forty-four (244) hips due to loosening, one hundred thirty-five (135) hips due to infection, one hundred sixty-four (164) hips due to prosthesis dislocation, sixty-nine (69) hips due to lysis, nine (9) hips due to pain, seven (7) hips due to instability, six (6) hips due to leg length discrepancy, six (6) hips due to malposition, five (5) hips due to implant breakage ¿ stem, four (4) hips due to metal related pathology, one (1) hip due to implant breakage ¿ acetabular insert, forty-four (44) hips due to wear ¿ acetabular insert, two (2) hips due to implant breakage ¿ acetabular, three (3) hips due to incorrect sizing, one (1) hip due to tumour, one (1) hip due to heterotopic bone, one (1) hip due to wear ¿ acetabulum, and four (4) hips due to other-unspecified reasons.; ;In consideration of the above, the analysis conducted on the AOANJRR registry report encompasses all 858 revision surgeries reported for this product family. However, the .csv file submitted under the requirements of RWD2300584 includes only 474 revisions associated with hips that had previously received a REFLECTION Acetabular cup approved under FDA product code MEH. Due to the structure of AOANJRR report, it is not possible to isolate or attribute specific statistical outcomes or reasons for revision exclusively to the subset of 474 cases. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the REFLECTION Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of fifteen thousand four hundred and fifty-six (15,456) primary THA procedures with REFLECTION Acetabular cups were performed in Australia between 02-Sep-1999 and 28-Jan-2025. When compared to all other THA reported in the AOANJRR, REFLECTION Shells performed better across all available follow-up years based on the cumulative revision rates. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 1.3% (1.1%-1.5%) vs 1.8% (1.7%-1.8%) of the class.;-At 2nd postoperative year: 1.7% (1.5%-1.9%) vs 2.2% (2.2%-2.3%) of the class.;-At 3rd postoperative year: 1.9% (1.7%-2.2%) vs 2.6% (2.5%-2.6%) of the class.;-At 4th postoperative year: 2.2% (2.0%-2.4%) vs 2.9% (2.8%-2.9%) of the class.;-At 5th postoperative year: 2.4% (2.2%-2.6%) vs 3.2% (3.1%-3.2%) of the class.;-At 6th postoperative year: 2.7% (2.4%-3.0%) vs 3.5% (3.4%-3.5%) of the class.;-At 7th postoperative year: 2.9% (2.7%-3.2%) vs 3.8% (3.7%-3.8%) of the class.;-At 8th postoperative year: 3.2% (3.0%-3.5%) vs 4.1% (4.0%-4.1%) of the class.;-At 9th postoperative year: 3.7% (3.4%-4.0%) vs 4.4% (4.4%-4.5%) of the class.;-At 10th postoperative year: 4.1% (3.7%-4.4%) vs 4.8% (4.7%-4.8%) of the class.;-At 11th postoperative year: 4.4% (4.1%-4.8%) vs 5.1% (5.1%-5.2%) of the class.;-At 12th postoperative year: 4.9% (4.6%-5.3%) vs 5.5% (5.5%-5.6%) of the class.;-At 13th postoperative year: 5.3% (5.0%-5.8%) vs 5.9% (5.9%-6.0%) of the class.;-At 14th postoperative year: 5.8% (5.3%-6.2%) vs 6.4% (6.3%-6.4%) of the class.;-At 15th postoperative year: 6.2% (5.7%-6.6%) vs 6.8% (6.7%-6.9%) of the class.;-At 16th postoperative year: 6.6% (6.2%-7.1%) vs 7.3% (7.2%-7.4%) of the class.;-At 17th postoperative year: 7.1% (6.6%-7.6%) vs 7.8% (7.7%-7.9%) of the class.;-At 18th postoperative year: 7.5% (7.0%-8.1%) vs 8.2% (8.1%-8.4%) of the class.;-At 19th postoperative year: 8.0% (7.4%-8.6%) vs 8.7% (8.6%-8.9%) of the class.;-At 20th postoperative year: 8.3% (7.7%-9.0%) vs 9.2% (9.1%-9.4%) of the class.;-At 21st postoperative year: 9.0% (8.3%-9.7%) vs 9.7% (9.5%-9.9%) of the class.;-At 22nd postoperative year: 9.7% (8.8%-10.5%) vs 10.2% (10.0%-10.4%) of the class.;-At 23rd postoperative year: 9.9% (9.0%-10.9%) vs 10.6% (10.4%-10.9%) of the class.;-At 24th postoperative year: 9.9% (9.0%-10.9%) vs 11.2% (10.9%-11.5%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. These liners have been phased out and are no longer marketed. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,,F1905,,G07001,B20;B22,C19,D12;D15,,0;